Event description:
It was reported that the patient had been trialing purewick female external catheter at home. It was informed that the patient was in the hospital with a urinary tract infection (uti) and impaired kidney function. The customer did not believe that the purewick female external catheter was responsible for the infection. The source of the urinary tract infection (uti) was unknown. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow up via phone on (B)(6) 2021, the patient's daughter stated her mom had a uti but does not attribute it to the use of the purewick device. Her mom passed away a few days prior and had low kidney function. She reiterated there was no allegement against the device.

Manufacturer narrative:
Per additional information received that there was no allegement against the device, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had been trialing purewick female external catheter at home. It was informed that the patient was in the hospital with a urinary tract infection (uti) and impaired kidney function. The customer did not believe that the purewick female external catheter was responsible for the infection. The source of the urinary tract infection (uti) was unknown. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.